Event description:
It was reported that on (B)(6) 2022, the patient underwent a revision surgery with the attune insert for the hip joint. The surgery was completed successfully without any surgical delay. After the surgery, the patient fell off on (B)(6) 2022, and gap of flexion expanded. On (B)(6) 2022, a second revision surgery will be performed, and the insert replaced with a thicker insert. The reason of initial revision surgery is unknown. No further information is available. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Unk: hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available photos were reviewed and the reported condition cannot be established with the evidence provided. Based on the information, a defect or malfunction cannot be determined which could be attributed to the reported event, therefore the allegation is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.